Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level, value was not provided. Customer consumed 20 grams of carbohydrates, however, customer¿s bg level continued to lower. Customer consumed an additional 48 grams of carbohydrates and customer¿s bg elevated to 127 mg/dl. The cause for low bg level was no provided. Customer declined further troubleshooting with tandem technical support.